Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.

Event description:
Information received indicates the bed has high ground resistance due to a stripped screw in the power cord plug wire lug.